Event description:
According to the available information, a male end-user was hospitalized due to an incident with a speedicath standard male urinary catheter. The incident was described to be a punctured prostate, which caused a blood vessel to burst. The end-user experienced bleeding, and dizziness and was treated under anaesthesia to clear up blood and debris. He was hospitalized for 3 days and were discharged with an indwelling catheter for 10-14 days as well as antibiotics, vitamins and iron pills. The end-user is an experience catheter user and have used intermittent catheters for 4 years and has not changed his insertion routine. He has benign prostatic hyperplasia (bph) but stated that when inserting the catheter before the incident he did not feel any resistance at all. No further information is available at this time.